Event description:
It was reported that the right atrial lead had high threshold at greater than 4 volts. After testing the lead was unable to capture at 4v at 0.4ms. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d224drg, implantable cardioverter defibrillator, (B)(6) 2010. (B)(4).